Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. Following the insertion of a non-bsc introducer sheath and a non-bsc guide wire, a 4.0-80, 80 wanda balloon catheter was advanced to predilate the target lesion. Initially, the balloon was inflated with a non-bsc inflation device. Upon the second inflation, the balloon ruptured at 8 atmospheres. The balloon was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination of the balloon material identified a longitudinal tear. The tear extended along the main body of the balloon and measured 6cm in total length. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. Following the insertion of a non-bsc introducer sheath and a non-bsc guide wire, a 4.0-80, 80 wanda balloon catheter was advanced to predilate the target lesion. Initially, the balloon was inflated with a non-bsc inflation device. Upon the second inflation, the balloon ruptured at 8 atmospheres. The balloon was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.